Manufacturer narrative:
Tech told the account that the best way to do that is to use the max inflate to boost the cushions. The account requested a tech to install new ticking. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the mattresses are difficult to move and reposition pts on. No injury reported.